Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector had a broken pin stuck in the socket. It was also noted that both bail covers were broken.

Event description:
It was reported that the terminal pin of the external pulse generator's cable was broken inside of the connector pin receptacle. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.